Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated atrial oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a fall and they reported falling heavily on implantable pulse generator (ipg) site. Since the incident the patient has experienced frequent blackouts/collapses. A holter monitor showed episodes of high-grade atrioventricular block/ventricular standstill. The patient was admitted to hospital. The ipg was interrogated following admission and it was noted that the right ventricular (rv) lead exhibited cross chamber oversensing which caused inhibition of ventricular pacing and subsequent ventricular standstill. Further testing showed inhibition of ventricular pacing on pocket manipulation and when the patient lay on their left had side. Oversensing was noted on both the rv and right atrial (ra) lead, which was suspected to be related to damaged outer insulation of both leads with the ring conductors of both leads touching each other. The patient had a chest x-ray where no obvious issue were reported. The patient remains in hospital and the rv lead and ra lead were reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b2, additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the leads were capped and replaced. It was also reported that the patient¿s symptoms linked to the pacing leads causing oversensing and inhibition